Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom on 01/07/2016 to claim intermittent audio output on 01/07/2016. There was no report of any injury or medical intervention. No additional event or patient information is available.